Event description:
The customer reported that she was experiencing high blood sugar up to 555 mg/dl. The customer stated her blood glucose had gone down to 345 mg/dl at the time of reporting, following a 410 mg/dl blood glucose, after a bolus with the insulin pump. The customer stated she did not experience any symptoms of high blood glucose. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. Settings and history were found to be correct. A high pressure test was performed and passed. Upon removal of the infusion set, the cannula was found to be bent but not occluded. The insertion site was bleeding. The customer was instructed to apply pressure with a tissue to stop bleeding, and change out the infusion set, reservoir and insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.